Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's clinic manager (cm) reported that a fresenius combiset bloodline¿s drip chamber emptied causing air to enter the arterial and venous chambers. The arterial transducer was replaced to resolve the issue. It is unknown when the issue occurred. There was no patient serious injury or medical intervention reported. The complaint device is available to be returned to the manufacturer for evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.